Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) to put the internal magnet back into proper position. This report is filed june 13, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head trauma.revision surgery is planned but has not taken place as of the date of this report (B)(6), 2014.